Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronics.

Event description:
The customer called to report moisture damage after going swimming, while wearing the insulin pump. Advised the customer that the insulin pump is not waterproof. Nothing further was reported.